Event description:
New information received notes that the right ventricular lead noise was over-sensed by the device and led to pacing inhibition. No intervention was performed and patient will be monitored remotely. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. No intervention was performed. No patient consequences were noted.